Manufacturer narrative:
(B)(4). Any additional information that is provided by the customer will be included in a follow-up report. (B)(4). At this time, carefusion has not received the suspect device component for evaluation.

Event description:
The customer reported while using the vela ventilator, the delivered tidal volumes (vt) are out of 10% specification. The customer replaced the flow sensor, checked and set the altitude. The customer performed a transducer calibration test and pass. The customer replaced the turbine to correct the vt output inaccuracy. The customer reported no patient involvement or allegation of patient harm.